Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed non-sustained right ventricular oversensing episodes due to post-paced t-wave oversensing on the implantable cardioverter defibrillator (ICD). No changes or interventions were reported. The patient condition was stable.

Event description:
Additional information received indicates that programming changes were made. The patient condition was stable after the changes.